Event description:
The customer reported that the ventilator shut down while in use on patient and noticed a burning odor. The customer reported that unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.